Event description:
It was reported that in the day following the implant procedure, high, out of range (>200 ohms) shock impedance was noted from the right ventricular (rv) lead. Boston scientific technical services were contacted and recommended evaluating the connection between the newly implanted device and rv lead. The physician elected to reopen the initial incision and reconnected the rv lead to the device. Afterwards, the rv pacing impedance was in range. The patient was stable with no additional adverse consequences. Exhaustive attempts were made for the lead serial number, but it was unknown. The system remains implanted and in service.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention performed to reopen the pocket. This report is being filed to include the physician's name in the initial reporter section and to correct tab g.

Event description:
It was reported that in the day following the implant procedure, high, out of range (>200 ohms) shock impedance was noted from the right ventricular (rv) lead. Boston scientific technical services were contacted and recommended evaluating the connection between the newly implanted device and rv lead. The physician elected to reopen the initial incision and reconnected the rv lead to the device. Afterwards, the rv pacing impedance was in range. The patient was stable with no additional adverse consequences. Information has been requested regarding the rv lead serial number, but has not yet been received. The system remains implanted and in service.